Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he experienced blurry vision that is progressively becoming worse, the eye is twitching and he sees a flashing light in his peripheral vision. Additional information was provided from the consumer, who reported that the blurry vision is causing difficulty reading his charts while working and that the surgeon did state that he had difficulty removing the cataract during the surgery. At the request of the consumer, the surgeon was not contacted.